Manufacturer narrative:
Device evaluation by manufacturer: on 28-feb-2018, a field service engineer (fse) confirmed a fast retention of 0.63 minutes and flow factor of 1.25 ml/min with the g8 instrument. The fse replaced the check valve purge and check valve uptake in order to address the issue. The retention time was now 0.59 minutes (acceptable range is 0.57 to 0.61 minutes), while flow factor was 1.09 ml/min. The fse proceeded to run calibration, quality controls and precision, which all passed. The g8 instrument was performing within manufacturer's specifications after completing the repair; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why: on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the fast retention time was due to faulty check valve purge and check valve uptake. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported seeing fast retention time of 0.63 to 0.64 minutes (acceptable range is 0.57 to 0.61 minutes) on patient samples with the g8 instrument. The customer adjusted the flow factor from 1.19 ml/min to 1.20 ml/min and 1.25 ml/min in order to get the retention time within acceptable range without success. The customer requested service in order to further investigate the issue. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.